Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire representative reported that logfile has no visible technical errors. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while waiting for the next ICU patient, the screen of the bellavista 1000 froze. It was then followed by unit alarming and flashing yellow and red lights. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. No exact root cause was established but most likely it is due to an epc board failing issue. Initiated an epc board replacement.